Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a snare was used to retrieve a device fragment. The target lesion was located in the lower limb anterior artery aneurysm. The microcatheter was advanced and reach the main trunk, the heparin saline was manually injected, and the 8mm x 20cm 2d interlock coil was advanced and released smoothly. Upon removing the delivery wire, it was found that there was a small band wire in the microcatheter under the transmission. The length was from the opening of the anterior radial artery to the middle segment of the superficial femoral artery. The physician withdrew the microcatheter by using a snare to catch the band wire and pulled it out from the patient. Because of the operation time took too long, spasms and thrombosis occurred in the popliteal artery. Because of the repeated attempts to pull the coil out with the snare, the catheter irritates the lining of the blood vessel causing spasm and thrombosis. The thrombus was extracted by a 6f guide catheter with a syringe. The patient was given urokinase and papaverine, and the blood flow in the popliteal artery was recovered. The anterior radial artery has no blood flow, and the aneurysm was not visible on imaging. The procedure was completed with no further complications. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that only the main coil was returned, and it was bent and stretched at the coil arm and primary coil section. Moreover, the arm coil was detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test.

Event description:
It was reported that a snare was used to retrieve a device fragment. The target lesion was located in the lower limb anterior artery aneurysm. The microcatheter was advanced and reach the main trunk, the heparin saline was manually injected, and the 8mm x 20cm 2d interlock coil was advanced and released smoothly. Upon removing the delivery wire, it was found that there was a small band wire in the microcatheter under the transmission. The length was from the opening of the anterior radial artery to the middle segment of the superficial femoral artery. The physician withdrew the microcatheter by using a snare to catch the band wire and pulled it out from the patient. Because of the operation time took too long, spasms and thrombosis occurred in the popliteal artery. Because of the repeated attempts to pull the coil out with the snare, the catheter irritates the lining of the blood vessel causing spasm and thrombosis. The thrombus was extracted by a 6f guide catheter with a syringe. The patient was given urokinase and papaverine, and the blood flow in the popliteal artery was recovered. The anterior radial artery has no blood flow, and the aneurysm was not visible on imaging. The procedure was completed with no further complications. The patient condition following procedure was stable.